Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the returned modular cable revealed damage to the wire insulation on the red wire which would have resulted in the driveline power fault alarms seen in the submitted log file; however, a specific cause could not conclusively be determined through this evaluation. Additionally, the examination of the returned modular cable revealed discoloration to the controller and inline connector bend reliefs; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained data on 28nov2020 from 11:28:19 to 16:43:54. There were driveline power fault alarms throughout the duration of the log file, which were associated with pwr_b broken faults and low flow faults and alarms. Despite these alarms, the pump operated at the set speed for the duration of the log file. The modular cable was returned in used condition. The modular cable was tested per qap, modular cable test (document #1008475, rev. E) in the condition it was received to evaluate the integrity of its wires. The modular cable failed immediately after the test was initiated. The controller connector bend relief was discolored brown but was otherwise unremarkable. The controller connector appeared to be unremarkable with no damaged pins or evidence of corrosion/fluid residue. The inline connector bend relief was discolored black but was otherwise unremarkable. The inline connector was noted to have some residue within the connector but was otherwise unremarkable with no damaged pins. Examination of the returned modular cable revealed a slight discoloration to the outer polyurethane jacket but was otherwise unremarkable. The polyurethane was removed, and the underlying bionate was unremarkable. The bionate was removed and revealed kinking to the underlying wires. Upon visual and microscopic inspection of the underlying wires a breach in the wire insulation of the red wire was found approximately 18.5¿ from the metal connector; some of the conductors of the red wire were broken or fractured. The wire damage occurred in an area where the wires were kinked and appeared to be the result of wire fatigue due to repetitive flexing of the modular cable in this area. Visual and microscopic examination of the remaining underlying wires revealed no breaches to the wire insulation. The red wire represents the power b line in the modular cable, and the damage to the internal wires would have caused the driveline power fault alarms. Incidental findings were found that included discoloration of the inline connector and controller connector bend reliefs. Heartmate 3 lvas IFU section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The relevant sections of the device history record for lot number 184090 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the hm3 lvas kit on 22feb2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline power faults on (B)(6) 2020. X-rays were unremarkable. The patient noticed driveline damage over time. The patient is not taking care of equipment correctly and may be partially blind. A driveline evaluation/repair was performed on (B)(6) 2021. The driveline had a torn outer silicone jacket about 2 inches from the exit site. The torn outer jacket was removed without issue. The area with cosmetic damage was wrapped with rescue tape. The patient's modular cable and controller were exchanged and there were no further alarms. Low flow software was installed on the new controller.